Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿clinical adverse event received for aseptic loosening of knee prosthesis right¿. 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/07/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 03/31/2030. 5) IFU reference: IFU-0902-00-876. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/07/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 03/31/2030. 5) IFU reference: IFU-0902-00-876. Device history review: a manufacturing record evaluation was performed for the finished device product description: atun tib slv m/l 29mm half por product code: 151111101 lot number: j77t89 and no non-conformances were identified, however not related to the reported failure mode of the complaint. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
Subject ID: (B)(6) study no: (B)(6). Clinical adverse event received for aseptic loosening of knee prosthesis right device and procedure. (Relatedness) device related: possibly. Procedure related: remote possibility. Date of event: 31 mar 2025. Date of implant: no information provided. Date of revision: (B)(6) 2025 device location: no information provided. Date of implant: (B)(6) 2021 device location: right. Treatment/impact: hospitalization (initial or prolonged), required intervention to prevent permanent impairment or damage, readmitted to hospital (B)(6) 2025), revision of study joint, components removed. Depuy synthes products used: catalog number: 150410204 lot number: 9616750 component type: femoral component description: attune p/s fem rt sz 4 cem. Catalog number: 151650407 lot number: 8627498 component type: tibial insert component description: attune ps rp insrt sz 4 7mm. Catalog number: 150660004 lot number: 9626559 component type: tibial base component description: attune revision tibial base rotating platform size 4 cemented. Catalog number: 151312060 lot number: j84j23 component type: tibial stem description: attune revision pressfit stem 12 mm x 60 mm. Catalog number: 151111101 lot number: j77t89 component type: tibial sleeve description: attune revision tibial sleeve porocoat partially coated 29 mm. Catalog number: 151820035 lot number: 9629133 component type: patella description: attune medial dome pat 35mm.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.